Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2023-01144. It was reported that patient experienced ineffective therapy and that the ipg had become inoperable. The 3163 lead never provided effective relief. The ipg was last recharged approximately a year ago. As such, the ipg would no longer communicate with external devices. Surgical intervention was undertaken wherein the lead was explanted and the ipg was explanted then replaced. Effective therapy was achieved.

Manufacturer narrative:
Date of event is estimated.